Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported from a healthcare professional. It was reported that the cause of patient withdrawal and overdose was not determined. The hcp only evaluated patient once he returned to baseline. Overdose symptoms were due to oral baclofen given. For actions/interventions, the hcp discharged oral baclofen prescription at facility. The withdrawal and overdose had been resolved. Patient's weight was (B)(6) kg. Patient had traumatic brain injury, attention deficit disorder (add), spastic quadriplegia and impaired cognition. No further complications were reported. Additional information was received from a healthcare professional. It was reported that oral baclofen was responsible for all of the intermittent overdose problems. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient who was receiving baclofen at unknown concentration and dosage of 29 mcg/hr from 8am-8pm, 32 mcg from 8pm and 30 mcg from midnight-8am via intrathecal drug delivery pump for intractable spasticity. It was reported that patient was having problems with intermittent periods of withdrawal and overdose. Patient seemed lethargic and super loose and sometimes he was real tight. No interventions was mentioned. The pump was currently not alarming. The hcp inquired about any field actions that may include this patient's serial number and "if pump motor would stay if they should hear alarming". Patient's situation was being addressed by healthcare professional (hcp). Initial reporter was updated on 2018-may-16. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from saol. It was reported that on 3/29/18 patient was receiving gablofen, 2000 mcg/ml x2 (40ml), at flex dosing 2000-2400: 32 mcg/hr and baral 29 mcg/hr. Flex dosing 0001-0400: 30 mcg/hr total of 715.7 mcg/day. Patient was give oral baclofen at facility on (B)(6)2018 for intermittent periods of withdrawal. Per facility report, the time frame of overdose, lethargic and super loose were between (B)(6) 2018. Time frame of pump malfunction was not applicable, was resolved upon ceasing oral baclofen. The events improved or resolved following discontinuation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional (hcp) regarding a patient who was receiving baclofen, unknown concentration at 29 mcg/hr from 8am-8pm, 32 mcg from 8pm and 30 mcg from midnight-8am dose via intrathecal drug delivery pump for intractable spasticity. It was reported that patient was having problems with intermittent periods of withdrawal and overdose. Patient seemed lethargic and super loose and sometimes he was real tight. No interventions mentioned. The pump was currently not alarming. The hcp inquired about any field actions that may include this patient's serial number and if pump motor would stay if they should hear alarming. No further complications were reported.